Event description:
It was reported that this product was part of a system revision due to infection. This device was explanted. A new system was implanted on the opposite side. There were no additional adverse effects reported.